Manufacturer narrative:
Balloon dilatation is contraindicated, and constitutes off-label use of the wallflex enteral duodenal stent and of the boston scientific corp cre balloon. The wallflex enteral duodenal stent directions for use (dfu) document states: "caution: do not dilate the stent after placement." And the cre balloon dfu document states that it is "intended... To endoscopically dilate strictures... Any use of this device, other than those indicated... Is not recommended." The device remains implanted; therefore, a device analysis cannot be performed, and the relationship between this device and the cause of this event cannot be determined. A search of the complaint database revealed no add'l complaints recorded for this lot. The jan 2008 15-month wallflex enteral stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trent was noted.

Event description:
A wallflex enteral duodenal stent was used during a stent placement procedure in an adult pt (age, gender, weight unk) in 2008. According to the complainant, "... The distal end of the stent did not expand as expected .... The [physician...] Waited for 5 min[s,] hoping the stent end would further expand. The [physician] also used the guidewire to confirm that the [failure to expand] was not due to [the] stricture itself. The [physician] then decided to use [a] cre balloon [boston scientific corp, model m00558490] to do the post dilatation on the loop end to make the distal stent open. It was not ... Successful. Then [the physician] used [a] stone retrieval balloon [MFR unk] to repeat the ... Dilatation... Three more times. The distal end of stent was finally open[ed]." Cholangiogram confirmed that the distal flare had opened. Reportedly, the "... Pt was in good condition" following the procedure.